Event description:
It was reported to nova biomedical that a consumer experienced a second hypoglycemic event requiring emergent food and medical intervention within 24 hours. According to the consumer's spouse the consumer was unresponsive when he tried to wake her for her blood glucose test. The consumer's spouse reported that he gave the consumer 'some frosting' while waiting for the emts to arrive. When the emts arrived they performed a blood glucose test using their unknown brand meter getting a result of 32 mg/dl. The consumer was transported to the hospital. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use, their initial test strips as instructed in our directions for use.

Manufacturer narrative:
A control solution test was performed while troubleshooting with customer showing the test strips to fall in range. The difference in the consumer's readings were determined to be clinically significant. The meter and test strips will be returned for evaluation. Related MDR: 3004193489-2014-00100. Test strip lot #1020313213, expiration date: 8/2015, control solution lot #1030312349, range: 82-127 mg/dl. Nova max strip insert - quality control checking the system control solution test. The nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.